Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead was repositioned due to the patient experiencing pain upon inspiration. The ra lead remains in use. No further patient complications have been reported as a result of this event.